Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had an allergic reaction that led to skin irritation while wearing the pod. Symptoms began 1 day into usage. Patient visited physician and was prescribed clobetasol 0.05% ointment to use topically two times per day for two weeks.